Manufacturer narrative:
H10: five lot numbers were provided, therefore lot history reviews were performed. Of the 28 reported malfunctions, five samples have been returned for evaluation. Three devices identified self-activation and two did not identify self-activation. For the remaining malfunctions, the devices have not been returned for evaluation; therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. The definitive root cause could not be established. The devices were labeled for single use. H10: g4, d4 (corporate lot number: redq2975, recp1989). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 28 malfunctions. A review of the malfunctions indicate that model mc1825 biopsy instrument allegedly self activated. This information was received from various sources. Of the 28 alleged self activations, six did not involve patients, and 22 involved patients with no consequences. The patients ranged from 56-66 years of age and 51-61 kgs. Of the 28 patients, 18 were reported as male.

Event description:
This report summarizes 28 malfunctions. A review of the malfunctions indicate that model mc1825 biopsy instrument allegedly self activated. This information was received from various sources. Of the 28 alleged self activations, six did not involve patients, and 22 involved patients with no consequences. The patients ranged from 56-66 years of age and 51-61 kgs. Of the 28 patients, 18 were reported as male.